Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that customer opened sterile packageing and found black specks and residue on the product.

Manufacturer narrative:
Alleged failure: black specs. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be extreme shipping conditions. The product was returned for investigation and the reported failure mode was confirmed. The alleged reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that customer opened sterile packaging and found black specs and residue on the product.